Event description:
N/a.

Manufacturer narrative:
An event of complete atrioventricular block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had valve implanted at a final depth of approximately 5mm and there was no calcification extending beneath aortic annular plane in the interventricular septum. Based of the information reviewed, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen to for implant during a transcatheter aortic valve implantation using a small flexnav delivery system. Prior to the procedure, the patient was in sinus rhythm. There was no calcification extending beneath the native aortic annular plane in the interventricular septum. During the procedure, the physician was crossing the aortic valve with a non-abbott safari wire and the patient went into an arrhythmia. During the deployment of the navitor valve, the patient had a heart block, and it was managed by temporary pacing wire in the left ventricle. The navitor valve was successfully implanted. The final implant depth of the valve was 3 to 5 mm. On the same day the patient also required a pacemaker implant procedure to manage arrhythmia. After the pacemaker implant procedure, the patient was reported stable. There was no clinically significant delay.